Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted no anomalies were found. (B)(4) implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post-implant, the right ventricular (rv) lead showed intermittent pacing spikes with no capture on the telemetry strips. It was determined that the spike with no capture was instead oversensing deemed from an unknown source. Programming of sensitivity was performed. The lead remains in use. No patient complications have been reported as a result of this event.